Event description:
It was reported that the handpiece heated up during testing. There was no user injury, and no adverse consequences.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. Upon evaluation, it was found that the asic motor controller failed within the device. The failed asic motor controller can result in the generation of heat.